Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 442 mg/dl. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The bolus wizard was not programmed at all. The basal rates were programmed, but the caller could not confirm whether or not those settings were correct. The insulin pump passed the prime test, but the caller didn't have the tubing clamp. Advised the caller to call back to conduct the high pressure test. Advised the caller that the bolus wizard settings need to be programmed in order to use the feature correctly. Nothing further was reported.